Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 24x5.0mm, 80% stenosed, de novo target lesion was located in the moderately tortuous and calcified proximal right coronary artery. After predilation with a 4.5x15mm balloon catheter, a 5.00mm x 24mm liberté coronary stent was advanced but failed to reach the lesion. The device was removed and it was noted that the proximal part of the stent strut was deformed. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.